Event description:
It was reported that the patient presented in the clinic with redness at the implanted device pocket site. The physician explanted the entire pacemaker system due to infection. The patient was in stable condition throughout the procedure.